Event description:
Event description guidant received information that the pacemaker's automatic capture commanded threshold test failed and the programmer messages are 'small evoked response' and 'noise'. The daily measurements reveal that some days the capture is around 1 volt and other days it's in retry mode at 3.5 volts. The ventricular lead impedance is going up slowly from the low 600's to 790 ohms today.